Event description:
During annual inspection of the customer return device (evis exera ii duodenovideoscope), reduced angulation was noticed. Upon inspection and testing of the customer returned device, dirt was found inside of the scope light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber adhesive cracked, connecting tube wrinkled, connecting tube scratched, insertion guide protector cut, universal cord scratched, angulation lower than standard, and angulation play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress or chemical stress caused gap in the gluing part of the lg-lens, and dirt entered. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use_ warnings and cautions warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.